Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20jun2023. Ipsilateral access was obtained in the common femoral artery. The access site was not scarred, but the anatomy was calcified. Another manufacturer's 0.035-inch wire was used during the procedure, as well as an unspecified cook cmw wire. Resistance was not encountered during insertion or removal of the catheter. A power injector was not used.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: annex g. Summary of event: as reported, during a below-the-knee recanalization procedure, the tip of a cxi support catheter separated as the catheter was advanced into a false lumen within the anterior tibial artery. The vascular surgeon then used an unspecified angioplasty balloon to open the artery, proximal to the device tip. Reportedly, although the tip of the catheter remains in the patient, the final procedural result was good, and the goal was achieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 20jun2023. Ipsilateral access was obtained in the left common femoral artery. The access site was not scarred, but the anatomy was calcified. Another manufacturer's 0.035-inch wire was used during the procedure, as well as an unspecified cook cmw wire. Resistance was not encountered during insertion or removal of the catheter. A power injector was not used. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation. The distal tip was separated and damaged. The tip measured four millimeters in length. A document-based investigation evaluation was performed. One relevant non-conformance was noted on the lot; however, all affected product was scrapped and not replaced, and 100% inspections are in place to capture the non-conformance. There have been no other reported complaints for this lot number. The product IFU states "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing error likely contributed to this event. The responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous report. Access was obtained in the left common femoral artery.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a below-the-knee recanalization procedure, the tip of a cxi support catheter separated as the catheter was advanced into a false lumen within the anterior tibial artery. The vascular surgeon then used an unspecified angioplasty balloon to open the artery, proximal to the device tip. Reportedly, although the tip of the catheter remains in the patient, the final procedural result was good and the goal was achieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.